Event description:
It was reported that the patient experienced hypoglycemia while using a dexcom g7 continuous glucose monitor (cgm), confirmed by a fingerstick blood glucose of 50 mg/dl, and the caregiver later reported another low, attributing it to recent therapy setting changes by the physician. Investigation included complaint intake review and user troubleshooting and education, with confirmation that blood glucose was normal at the time of the call. Investigation of this case revealed no device alarms and no device malfunction reported, and the event cause remained unclear given recent therapy setting changes and available information. No clinical symptoms associated with hypoglycemia reported. Outcomes included the need for oral carbohydrate treatment and no alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.